Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the patient experienced a hypoglycemic event. It was reported that the patient's wife came home on (B)(6) 2017 in the afternoon and found the patient unresponsive on the floor. She administered the patient with a glucagon injection and called the paramedics. The paramedics were unable to raise the patient's blood sugar and decided to transport the patient to the hospital by air. The patient was admitted to the emergency room (ER) and treated for low blood sugar with dextrose. The patient was released 2 hours later. The patient's wife could not recall any other treatment that was performed at the time of event. At the time of contact, the patient was doing well. There was no allegation against the device. No additional patient or event information is available.